Manufacturer narrative:
Pump received with broken battery tube threads and cracked case behind the pump near the battery tube compartment. No missing battery cap contact. Pump trace download analysis confirmed the pump alarmed low battery alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 8.7mmol/l at the time of the incident. The customer states the pump has stop working after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.